Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal inguinal hernia surgery, the two balloons would not inflate. Another device from a different manufacturer was used to resolve the issue in order to complete the case. There was no patient injury.